Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit with diabetic ketoacidosis (dka). Patient's mother reported this occurred due to malfunction where the personal diabetes manager would not turn on after a battery change. Symptoms reported include hyperglycemia, dehydration and high potassium levels. The patient was treated with intravenous fluids, insulin and put on oxygen. The patient was released after spending 2 nights/3 days in the hospital.